Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she believed the insulin pump was not delivering insulin because her blood glucose level was really high. Throughout the night her blood glucose level dropped very quick. Customer's blood glucose level was around 200 mg/dl to 300 mg/dl during the day but dropped around 90 mg/dl, 80 mg/dl, 60 mg/dl, and 50 mg/dl. The customer had a procedure done on her stomach about a month ago. The device was not returned.